Manufacturer narrative:
Concomitant medical products: 500 ml baxter exactamix bag, reference number (B)(4), lot 1059578, expiration date 06/2018; non-bd filtered extension set; non-bd cap; therapy date: (B)(6) 2016. The customer¿s report of a loose connection and leak was not confirmed. There were no damages observed during visual examination. Functional testing was performed; no leaks or loose connections were found. Leak testing was performed; no leaks were noted anywhere on the set. The root cause of the reported leak and loose connection was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an loose connection and leaking between an IV pump tubing and a non-carefusion/bd 'cap" and bifuse during a tpn infusion, dosage and rate not specified. There was no patient harm.